Manufacturer narrative:
Unsuccessful ring repair. Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to an unsuccessful ring repair. Information learned from implant patient registry and from the health care provider's follow response. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.